Event description:
It was reported that the patient had bilateral soletra devices. The soletra devices and extensions were explanted due to infection. The patient was implanted with an activa pc in (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178201107803.

Manufacturer narrative:
(B)(4).